Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring insulin flow blocked alarms. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they had tried all remedies. Customer stated the tubing was not bent or kinked. The device will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarms or occlusion anomalies or insulin flow blocked alarms noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test.